Event description:
As reported: distal tip of wire became entrapped in the left common femoral vein. Reached out to the customer with no further response back.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was complete and no related nonconformances were found. The event description states distal tip of the wire became entrapped in the left common femoral vein. It is unknown what damages could have occurred on the tip or shaft of the wire. Additional information was requested from the account. No response was received. No pictures or fluoroscopic images of the issue were shared. It is unknown if any tip was left in the vessel or explanted without any issues. It is unknown if any medical intervention was done. Based on limited information and no product evaluation, the most likely root cause of the issue is undeterminable.